Event description:
The customer observed negatively biased quality control results using vitros phyt slides on a vitros 5, 1 fs chemistry system on (B)(6) and (B)(6), 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer processed pt samples on their vitros 5, 1 system during the time frame of the event. A corrected report was issued for one pt sample. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer observed negatively biased quality control results on multiple immunorate assays, including phyt, on the vitros 5, 1 fs. Ocd field service investigated and replaced the immunowash fluid metering pump and performed necessary adjustments. The service activity returned the vitros 5, 1 fs to expected operation. The customer has observed acceptable phyt performance since the service activity. The root cause of this event is instrument related.